Event description:
It was reported to boston scientific corporation in 2008, that a pathfinder exchange guidewire device was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the day prior. (Patient age, gender and weight unknown). According to the complainant, during the procedure, the tip of the wire came off in the pancreatic duct. The covering was retrieved from within the patient. Completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Wire(s), breakage of a visual examination of the returned device revealed a fractured core wire and elongated/fractured spring coils. Further examination of the fractured portion noted the surface exhibited surface smear along shallow elongated dimple ruptures, in a torsional direction. The core wire fractured as a result of torsional overload, likely related to the manner in which the device was handled during the procedure (i.e. Operational context).